Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the devices were on critical override. A technical support specialist dialed into the server, confirmed all processes and synchronization information are current and cleared the station from critical override. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a communication issue and devices were on critical override. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.